Event description:
It was reported that during the pulmonary vein isolation farawave catheter was selected for use. It has been mentioned that the device stopped flushing during the procedure. The procedure was completed using different device. No patient complications occurred. The product is expected to return for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.